Manufacturer narrative:
(B)(4). (B)(6). The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During pre-dilatation of a lesion in the superficial femoral artery, a 5 mm x 40 mm (6 mm 4 cm 155) saber rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured. Therefore, it was replaced with a new saber of the same size and a stent was implanted. The procedure completed successfully. There was no reported patient injury. The product will not be returned for analysis and it was discarded because of possible infectious disease. The patient¿s vessel level of tortuousness was unknown. The lesion was calcified. The rate of stenosis was unknown. A guidewire crossed the lesion and a the saber was delivered to the lesion for pre-dilatation before stent implant. However, it ruptured by the calcification. The patient¿s information was unknown. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was a slight difficulty but it crossed the vessel. The catheter was in an acute bend. The balloon inflated normally and the maximum inflation pressure was 8 atm. The balloon catheter did not kink while being used. There was no resistance removing the balloon catheter.

Manufacturer narrative:
During pre-dilatation of a lesion in the superficial femoral artery (sfa), a 6x40mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured. Therefore, it was replaced with a new saber of the same size and a stent was implanted. The procedure completed successfully. There was no reported patient injury. The patient¿s vessel level of tortuousness was unknown. The lesion was calcified. The rate of stenosis was unknown. A guidewire crossed the lesion and the saber was delivered to the lesion for pre-dilatation before stent implant. However, it ruptured by the calcification. The patient¿s information was unknown. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was a slight difficulty but it crossed the vessel. The catheter was in an acute bend. The balloon inflated normally and the maximum inflation pressure was 8 atm. The balloon catheter did not kink while being used. There was no resistance removing the balloon catheter. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17450517 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (calcified lesion) may have contributed to the reported event as a calcified/resistant lesion can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.